Manufacturer narrative:
A return of the product in question included a label with the following information: date of surgery as (B)(6) 2010, patient's age (B)(6) and patient's gender identified as female. The patient is reported to be in good condition with no complications or sequela as a result of this event. All portions of the broken blade were returned, indicating that no unretrieved device fragments were left in the patient. The tip that separated from the shaft measured approximately 1/8 inch. The tip had gouges on the cutting face with corresponding marks on the outer tube indicating that the tip may have come in contact with an inappropriate material. Visual inspection showed dimples on the outer hub caused by the handpiece locking mechanism and the tips of the inner hub chevrons were damaged. This damage is indicative of improper installation. Functional inspection shows that the blade loads properly into the hand piece. IFU statements include, but are not limited to: should a blade fracture occur during use, extreme care must be exercised to ensure that all fragments of the blade are retrieved and removed from the patient. Unremoved blade fragments may cause tissue damage to the patient. Installation instructions state the user pull on the blade or bur to ensure engagement and visually check to make sure distal tip of inner blade is in contact with the distal tip of the outer cannula. This is the first report of this type on this product lot. While it is not common for a powered blade to break during use, our data shows that on rare occasion, a serious injury (si) or surgical intervention was required due to a break resulting in a device fragment. In most cases, blade fragments are easily removed from the patient without additional intervention or harm to the patient, and the surgery proceeds as intended. FDA guidance declares that if a malfunction has caused a death or si even once, then it means it is "likely" to recur. Given this guidance and our experience with blade breaks, any blade break resulting in a device fragment is submitted as a reportable malfunction.

Event description:
During an inferior turbinate reduction procedure, the blade broke. The blade tip was easily removed from the surgical site without the use of additional equipment or procedure, and the surgery proceeded as intended without any significant delay. There was no adverse patient consequences or sequela reported.